Event description:
Based on the complaint description, this was a diagnostic coronary procedure where the patient had scarring, mild calcification, and no tortuosity. The physician did a 19g needle stick followed by smooth insertion of latchwire and axera device connected and pull test performed. Device was advanced into right groin and doctor felt some resistance but was able to advance device to achieve first mark. Upon backing the device out the device came out but the latchwire was in the aorta just under the groin site. Manual compression was help for 5 min. Physician then accessed left groin and used snare latchwire out but was unable to. Physician performed diagnostic coronary procedure then attempted again to snare the latchwire and was successful. Sheath removed and manual compression held. Patient recovered without issue.

Manufacturer narrative:
The device was returned and failure analysis performed, the analysis confirmed that the device fractured at the anchor axle holes. It was also noted that the latchwire was bent at the proximal end which is a failure mode consistent with excessive insertion force. A review of the DHR was performed for this lot and no ncmrs have been initiated that are related to this failure mode. Complaint history for this lot was reviewed and no similar complaints for this failure mode were found. The probable root cause, based on available information, is using excessive force during insertion.